Event description:
It was reported that the biomed had an arctic sun device that would not cool. Biomed tried cool to 4c, but the temperature would not change. Per review of wo on 25-oct-2022, there was no patient involvement. Per follow up information received via wo on 07nov2022, biomed determined device had a failed mixing pump, and was going to order it and replace it in biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to mixing pump component failure. Biomed tried cool to 4c, but the temperature would not change. Per additional information received, there was no patient involvement. Per additional information received, biomed determined device had a failed mixing pump, and was going to order it and replace it in biomed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that would not cool. Biomed tried cool to 4c, but the temperature would not change. Per review of wo on 25-oct-2022, there was no patient involvement.